Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery attempt. He also received a failed battery test notification and stated the insulin pump shut itself off. The customer stated he tried two batteries and the insulin pump would not turn on and twenty minutes later, it turned back on and seemed to be functional. The customer's blood glucose was 187 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field and was not bumped or dropped. The customer uses the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer declined troubleshooting for the failed battery test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).